Event description:
Study: equinoxe shoulder study; subject: ay-150-l. It was reported via clinical study, that approximately 15 months postop the initial implant, this 67 yo male patient¿s shoulder was revised due to disassociation of polyethylene. The polyethylene dissociation occurred when reaching to pet dog and hearing a "pop". The patient¿s outcome was last known as resolved. The case report form indicates this event is definitely related to device and possibly related to procedure. Devices will not be returned.

Manufacturer narrative:
D10. Concomitant: humeral stem or stemless 300-30-07. Reverse glenosphere 320-06-38. Reverse humeral tray 320-10-00. Reverse glenosphere baseplate 320-15-02.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
Reported via legal, several months following initial implantation, the patient began to experience alarming grinding and cracking noises, accompanied by significantly increased pain compared to their condition prior to the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported in may have been due to disassembly of the humeral liner and humeral tray. However, the reported disassembly could not be confirmed. Additionally, potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined, as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.